Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated a small piece of metal embedded in her skin; nothing was sticking out. On (B)(6) 2020, a healthcare professional felt the skin, noted that there was something stuck, pierced the skin, and removed a small piece of needle (about 1mm long), with the procedure described as similar to removing a splinter and a band-aid was applied. At the time of the report the patient was feeling fine and the wound was healing. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.